Event description:
Device malfunction: difficulty in recovering the rx accunet filter. Time of malfunction: during the procedure, after the stent was successfully placed. Symptoms/ae: none. It was reported that during a stenting of the lic, the delivery and placement of the rx accunet was successful; however, the physician had difficulty advancing the first recovery catheter. The second recovery catheter was used to successfully retrieve the rx accunet filter basket. There was no reported patient injury and no additional information is available. Study event.